Event description:
This event involved a patient who experienced a change of power source in the controller earlier than expected 14 months after heartware lvad implantation. The battery was removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. The reported event for "change in power source" could not be confirmed or duplicated on the battery returned for analysis. Functional testing of the returned battery revealed a defective cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.